Manufacturer narrative:
Software/firmware caused event but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated they have been "having problems with the handheld computer screen freezing upon interrogation after the 7.1 upgrade." The handheld was reset but the issue continued to occur. The handheld computer and 7.1 programming software was returned to the manufacturer and is in product analysis pending completion.